Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of risk management files found that the reported failure was documented appropriately. A complaint history review concluded this was a repeat issue. Clinical evaluation was completed and concluded that based on the information provided, there was no harm alleged to the patient because of the additional bone nor the 31-60 delay procedural delay. Since a backup device completed the procedure and there were no other complications reported, no further clinical /medical assessment is warranted at this time. A review of the instructions for use found: -do not implant the anchor in poor quality bone or where bone quantity is limited. Incomplete insertion or poor bone quality may result in implant pullout or suture breakage. -do not bend, apply excessive torque, or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant. -care must be taken to not create too deep or too shallow a bone hole. To accomplish this, be sure to drill the hole until the shoulder on the drill bottoms in the drill guide. If using the punch, insure the handle lines up with the proximal edge of the drill guide. Care must be taken to not advance the drill guide into the bone as the implant retention force may be compromised. -use care to properly align the implant and inserter handle with the bone hole during insertion. A pathfinder may be used to confirm bone hole location and depth. Do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. Factors that could have contributed to the reported event include: (1) incorrect bone hole preparation (2) misalignment of inserter handle. (3) excessive force. (4) over tensioning the suture. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a mpfl reconstruction three q -fix were used; two of them during the knot tying manipulation the anchors that deployed were pulled out due to the self-cut of the sutures backup device was used in the same bone hole in both cases. The third device did not deployed because of the missing the second click sound, this anchor was not implanted and it was removed. An additional bone hole was made. The procedure was completed with a delay of 31-60. A back-up device. Was available. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.